Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The 2.25x23 mm xience skypoint stent delivery system (sds) was advanced with resistance noted with the anatomy and the stent moved on the balloon. The sds was removed and a new device was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.